Event description:
Lead insulation failure. Pacing impedance decreased from 608 ohm to 282 ohm at explant. V. Pace threshold 2.1v/.5 and chronic decrease r wave measurement at explant v. Lead r wave 3.3 mv. Implant date: 2000. No known advisory. Lead capped off.